Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant total bilirubin (tbi) patient result on a dimension xpand plus with hm instrument. The customer had observed instrument intermittent flagging level sense errors on quality control (qc) and patient samples. However, there was no available data to indicate if a level sense error occurred for this patient (neonate) sample ((B)(6)). The siemens customer care center (ccc) specialist had the customer reset the level sense cables. Based on the information provided, the cause of the discordant tbi result is unknown, however poor sample quality or a sample level sense failure cannot be ruled out as potential factors. There is no indication this is a reagent lot, or method issue. The customer has not reported any additional discordant tbi results. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low total bilirubin (tbi) patient (neonate) result was obtained on a dimension xpand plus with hm instrument. The low tbi result was not reported to the physician(s). The customer performed repeat, and auto-repeat testing of the same patient sample on the same instrument, resulting higher. The higher tbi results were consistent with the patient's previous test history and reported as the correct result to the physician(s). There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant, falsely low total bilirubin (tbi) result.